Event description:
It was reported that the patient's device was found to have high impedance by the neurologist. There was no visible lead damage, however pin reinsertion was attempted prior to the full revision being performed. The explanted products are not available for return due to country guidelines. No additional relevant information has been received to date.